Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of 40 mg/dl and current blood glucose was 123 mg/dl and was treated by food and carbohydrates. Customer reported that, the auto mode was automatically delivering insulin at the time of low blood glucose event. Based on customer report proceeding in troubleshooting per customer alleging possible pump over delivery. The device will be returned for analysis.